Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had damaged product and package sterility issues. The following information was provided by the initial reporter : the consumer reported a syringe with plunger rod damage being with the plunger cap off the syringe and the cap loose in the plastic bag. Date of event : (B)(6) 2021. Sample status : awaiting sample.

Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for plunger rod damaged and for plunger cap separates (loose in bag) on this lot #. No non-conformances were raised in association with these types of events for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) 0.3ml insulin syringe from lot# 1025884. The customer reported 1 syringe with plunger rod damage and a plunger cap loose in the plastic bag. The returned syringe was examined and it was observed that the plunger rod was broken at the thumb press and the plunger cap was crushed and detached from the syringe. Manufacturing (holdrege) will be notified of the observed issue. Photos - on 24nov2021 holdrege received a photo complaint from material 328512 and lot #1025884 syringe 0.3ml 31g 8mm. Initial evaluation: visual inspection of the photo displays a syringe with a damaged plunger tip and pinched cap. It is believed the nonconformance would have had to occur at the form, fill and seal (ffs) operation as both the plunger and the cap was damaged. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Device history record; l2l and logbook evaluation: the syringes were packaged from 30mar2021 to 31mar2021at the ffs operation. The device history (DHR) for batch 1025884 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. During the manufacturing process, the following inspections are completed on regular intervals: missing shield and cap challenge: at the start of every shift. Correct quantity every hour: quantity shall match packaging specification requirements. Syringe quality every hour: smeared and/or scratched print; missing print, misplaced scale. Syringe quality every hour: missing and/or unassembled components. Syringe quality after packaging every hour: damaged bags and/or syringes if a defect is found during an inspection a quality notification is initiated. Root cause: DHR, l2l dispatches, logbook entries were looked at and nothing was found pertaining to this defect. Root cause for this defect cannot be determined. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.